Manufacturer narrative:
Visual, functional and sem inspections/analysis were performed on the returned device and identified a tear and a leak in the outer member. The reported inflation issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device. Exemption number e2019001.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous left anterior descending artery. The 3.25x12mm rx trek balloon dilatation catheter (bdc) failed to inflate. A new unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Device analysis noted a tear and leak in the outer member.